Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully placed, and passed the first lock check. The lock line was removed and the clip opened to approximately 60-80 degrees. Troubleshooting was preformed but the clip continued to open to 60-80 degrees when it was closed. The clip was fully closed and deployed. An additional mitraclip was then implanted to stabilize the clip and further reduce the mr before the procedure was discontinued. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.